Event description:
The facility reported their surgical light powered off while a patient was on the table. The facility stated a nurse held the light breaker in the closed position during the patient procedure in order to keep the light powered on. No injuries were reported. A procedural delay was reported due to the event.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the light and found the circuit breaker on the variable intensity control (vic) would not stay closed, causing the reported light failure. The unit was manufactured in august of 1988 and has been in service for approximately 25 years. The surgical light is not under a steris service contract; the light is maintained by the user facility. There is no service history for the surgical light aside from this service request. Per the customer's request, the facility's biomed personnel will replace the light circuit breaker and repair the unit to specification.